Event description:
The doctor did a radial case and post procedure asked for a comfort band. The nurse gave him the comfort band from lab 2 stock. (B)(4). He removed the sheath and applied the band to the patient's wrist. He stated he needed a new band due to this one bending in the middle portion that goes over the arterial site. The nurse retrieved another band. The doctor said he prefers this one. (B)(4). The two bands look the same except for a crease in the middle of the band that goes over arterial site. He stated that the first one does not hold the site well enough for hemostasis. The second band was applied. The doctor doesn't care for the new design. The old design is no longer available for purchase. We are investigating other option to offer the doctor. The patient was without bleeding or discomfort in right wrist. No harm done to patient.the doctor didn't care for the first band due to it bending in the middle portion that goes over the arterial site and does not hold as good, so they change to (B)(4) which does a better job.